Manufacturer narrative:
The battery was replaced to fix the reported failure. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported that, during transport, the unit shut down. The patient was then manually ventilated. There was no reported patient injury.